Event description:
Same case as MFR # 6000089-2004-01292. It was reported that during bilateral iliac stenting treatment procedure, two express biliary ld stents dislodged from the delivery catheter during advancement. A continuous flush was maintained throughout the procedure. A 7 french st. Jude sheath was used initially, then changed to an 8 french sheath. The lesion was bifurcated and demonstrated greater than 80% stenosis. During the first attempt, the stent slipped backwards onto the shaft of the delivery catheter. This device was removed and replaced with another express biliary ld system. During the second attempt, the stent dislodged from the delivery catheter. The stent was successfully retrieved from the pt. A new express biliary stent was used and the procedure was successfully completed. It is noted that the reference vessel diameter was 8.5 mm, and the lesion had not been predilated. No pt injuries or complications were reported. Pt status is reported as "satisfactory / good."